Event description:
It was reported that the patient was experiencing pain at the ipg site and had inadequate pain relief. It was also noted that the patients ipg had migrated and was not taking a charge. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.